Event description:
The representative reported that the patient had experienced a lack of therapy benefit; the patient indicated there had been no stimulation for a long period of time. Intra-operative inspection had revealed product damage (no details were provided), and the product was replaced. The patient has recovered without sequela.

Manufacturer narrative:
Results of final device analysis revealed that multiple conductor wires were broken; as received, the number zero, number one, and number two conductor wires were broken at the junction of the molded rubber and the tubing. The number three conductor wire was undamaged and is intact. Visual exam shows the outer insulation tubing was broken at the junction with the molded rubber, near the proximal end. The proximal end of the product appeared undamaged and intact; the device distal end was not returned for inspection. Analysis results confirm the reason for device return.